Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The mechanism removed from pump sn (B)(4) was installed originally in pump sn (B)(4). This is an indication that the mechanism is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited."

Event description:
During baxter's eval it was found that the mechanism sub-assembly installed in a spectrum pump did not match the serial number listed in the device history record. Any pt involvement, injury or medical intervention is unk.